Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: on investigation, the display was found to be clear and operable. Investigation did not duplicate the alleged blank display screen. Unrelated to the original complaint, moisture was observed in the battery compartment during investigation. A leak test was performed which revealed moisture leakage into the pump due to an audio bolus button leak. A tear in the audio bolus button cover was observed. The pump was opened for further investigation and did not reveal any evidence of moisture ingress inside the pump.